Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix retracted. Visual inspection revealed surface cuts in the insulation and suture sleeve and dried blood and body fluid in the helix housing. These observations are not related to the field allegation. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low r-wave amplitude and elevated threshold measurements, however it was noted that the impedance measurements were within normal limits. A chest x-ray did not reveal any significant findings, and it was noted that there was capture though the pacing system analyzer (psa). The lead was explanted due to concern over a possible micro-dislodgement. No adverse patient effects were reported.